Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450 mg/dl with ketones of an unspecified size. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified by a healthcare provider. Customer reverted to an alternate method of insulin and declined further follow up.